Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that during use with the listed device user would "break out" with small red marks on her skin. User also reported to have ringworm on her skin while using this product and received antibiotic from her doctor as treatment. No adverse health outcome resulted from this event.